Event description:
The report received from the affiliate indicated that during an inventory inspection at the affiliate's warehouse, foreign matter was found inside the sterile package. The matter was noted to be black and not moveable. The outer box and the sterilized package were intact. No anomalies were noted. The product was not clinically used in a patient. The product was not re-packaged. No additional information is available. There was no reported patient injury.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an inventory inspection at the affiliate's warehouse, foreign matter was found inside the sterile package. The matter was noted to be black and not moveable. The outer box and the sterilized package were intact. No other anomalies were noted. The product was not clinically used in a patient the product was not re-packaged. No additional information was available at the time of this report. The product was not returned for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14026965 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint 35 units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No, nonconformance records were issued for this lot. The product was not returned for evaluation, therefore, no extensive analysts could be performed. With the limited information available and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications.

Manufacturer narrative:
The report received from the affiliate indicated that during an inventory inspection at the affiliate's warehouse, foreign matter was found inside the sterile package of a fire star ptca balloon. The matter was noted to be black and not moveable. The outer box and the sterilized package were intact. No other anomalies were noted. The product was not clinically used to a patient. The product was not re-packaged. No additional information was available at the time of this report. The product was not returned for inspection. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14026965 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Thirty-five (35) units were rejected during the final assembly of this lot the DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. The product was not returned for evaluation, therefore, no extensive analysis could be performed. Although this complaint could not be confirmed, actions have been initiated to investigate this kind of failure in the fire star family. A distributed product risk assessment has been opened to address this failure.